Event description:
Customer reported an issue with the panorama central station, which may have affected telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the system. An issue was identified with the system's flat panel lcd display. Corrections included replacement of the display's uninterrupted power supply. System was safety tested to factory's specifications.